Event description:
Doctor reported that device overheated during a procedure and patient received burn injury. Practice was contacted by phone and injury was confirmed but doctor and staff familiar with the event were unavailable at time of the call. Subsequent follow up attempts for further information have been unsuccessful. A follow up to this report will be made as information from the practice becomes available.